Event description:
It was reported that, "during a pediatric tendon transfer, the insulation melted down on the es active blade electrode". There was no patient injury reported and the procedure was not compromised.